Event description:
It was reported that there was an issue with the incorrect time settings on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in values outside of the normal range. Technical support assisted the customer with updating the pump time and advised monitoring the situation, instructing the customer to follow up if the time discrepancy recurs.